Event description:
Correction report being submitted due to the device name being updated on (B)(6) 2021. Pr(B)(4) created on (B)(6) 2020 as the product specialist confirmed this was a cook wire. Perforation from wire during right renal artery stent during the branched graft repair. Patient died. As reported to customer relations via email "the patient had a rough post op course. Case was long on monday (B)(6) 2020 but ended ok with completion of the branched graft and evar taaa. Pr (B)(4): unfortunately she bled into right retroperitoneal space overnight and we took her back the next morning (B)(6) 2020, and did a right renal angiogram and found extravasation from a superior pole of her right kidney, probably consistent with a perforation from wire during right renal artery stent during the branched graft repair. This was coiled successfully. ((B)(6)2020 comments from lissi walmann, wce: requested if reference is to "guide wire" and not the tbranch - if so, this should be logged as a third complaint if related to a cook wire. Until this is confirmed pr (B)(4) will be handled as paraplegia as outcome of use of tbranch). Pr(B)(4): a few hours later she stopped moving her legs, almost certainly due to spinal cord ischemic insult as a result of thrombosis of her aneurysm sac. This is of course the intended effect of the repair, but a well known albeit less common complication. Patient was taken back to the hybrid room (B)(6) 2020 and attempted to open her right internal iliac artery which was blocked in order to enhance perfusion to her spinal cord. That procedure was fine, but she has had no improvement of her neurological symptoms. Both complications were procedure related, but not device related. And they are serious adverse events but not unanticipated. Additional information from physician: (B)(6) 2020: technically successful operative procedure with completion angiography demonstrating patent endovascular stent graft with patent bridging stents to celiac, superior mesenteric artery, and bilateral renal arteries. Procedure performed with local anesthetic and conscious sedation. Patient hemodynamically stable and neurologically intact at end of operation. (B)(6) 2020: hypotension during first postoperative night requiring transfusion of blood products and pharmacologic inotropic blood pressure support prompting non-enhanced CT scan at 4 am demonstrating large right sided retroperitoneal hematoma. Enhanced CT scan demonstrated evidence of extravasation at superior pole of right kidney possibly consistent with wire perforation of terminal superior pole branch of the right kidney. Patient taken back to hybrid or theatre and access gained via left upper extremity access to the right renal branch and right renal angiogram demonstrated superior pole vessel extravasation. Interventional radiology consulted and they performed successful coil embolization. This procedure performed under general anesthetic. We then did a right flank incision and decompressed the right retroperitoneal space evacuating large quantity of blood, but no more obvious active bleeding from right kidney. Incision closed primarily with two large blake drains. Left operating room at 2 pm. Serious adverse event: right renal artery superior pole terminal branch perforation requiring return to operating room, general anesthetic, and coil embolization of bleeding vessel. (B)(6) 2020: at approximately 430 pm, nurses noticed patient not moving lower extremeties to command signifying possible spinal cord ischemic insult as a result of endovascular exclusion of thoracoabdominal aortic aneurysm. Cta from the morning reviewed and note made of possible right internal iliac artery subtotal occlusion with clot in proximal internal iliac artery. Known chronic left internal iliac artery occlusion. Serious adverse event: spinal cord ischemic insult with resulting bilateral paraplegia prompting return to operating room for intervention. We made decision to return to hybrid or theatre and attempt recanalization of this vessel in order to improve spinal cord perfusion. Endovascular procedure successful with placement of right internal iliac covered stent and thrombolysis of clot with improved perfusion noted in right internal iliac artery post intervention. Due to increased abdominal girth with anticoagulation given during this procedure, we re-opened flank incision and could not appreciate any active bleeding but decided to pack large open space with packs and plan a return for removal of packs at a later time, in order to ensure hemostasis. Then returned to ICU. (B)(6) 2020 increased inotropic blood pressure support needed during the morning with no obvious bleeding and relatively stable hct. Patient now noticed to have a very tender acute abdomen. Patient brought back to operating room and packs removed. No bleeding noticed. Malodorous smell on opening incision prompted exploration of abdominal cavity and ischemic , dead left colon discovered consistent with large bowel ischemic colitis. Patch small bowel ischemia noted as well. Emergency general surgery service consulted and they resected distal left colon and patient left in discontinuity. Patient on multiple pressors to support blood pressure and relatively unstable. Abdomen packed and patient brought back to ICU in seriously grave condition. Patient expired shortly afterwards and comfort care initiated by family. Serious adverse event: ischemic colitis prompting return to operating room for intervention and colon resection. Serious adverse event: death as a result of sepsis from ischemic necrotic left colon. Updated event description 05jun2020 with info from email correspondence, or reports, and original description: as reported, an unknown cook rosen wire guide was used during a compassionate use procedure, after which the patient died. The procedure involved endovascular repair of a large, greater than 7.5 centimeters, type IV thoraco-abdominal aortic aneurysm with branched stent graft, distal bifurcated graft, and bilateral iliac stent graft extensions under conscious sedation and local anesthetic, using a cook zenith t-branch endovascular graft and zenith universal distal body. A cerebrospinal fluid drain was placed preoperatively for spinal cord ischemia protection. Heparin was given during the procedure. Cut-down arterial access was obtained in the left brachial and scarred bilateral common femoral arteries. Initial access was gained with another manufacturer¿s wire guide, which was later exchanged for the rosen wire. Access was difficult due to tortuosity of the vessels. The left upper brachial artery was reportedly ¿extremely friable and fragile¿ and an acute local dissection occurred after placement of an unknown micropuncture catheter and wire. The artery was repaired, and an arteriotomy with bovine pericardial patch angioplasty was performed at the end of the procedure to maintain the lumen of the brachial artery. Appropriate catheters, guidewires, and sheaths were inserted, and the main and bifurcated grafts were deployed from the right side. An unspecified pigtail catheter was placed in the left side and angiography was performed. Visualization was reportedly difficult due to the large aneurysm sac. The user then attempted to insert the t-branch device; however, resistance was encountered in the tortuous and stenosed right iliac system. Pre-dilation was performed using unknown 8mm balloon in the external iliac artery and 9mm balloon in the common iliac artery, followed by placement of the stent graft above the visceral arteries. The graft rotated clockwise 90 degrees, making catheterization of the visceral vessels difficult. The abdominal and distal bifurcated grafts were finished, and iliac extensions were placed bilaterally. Another manufacturer¿s stent was placed in the left external iliac artery, within a previously placed stent. An extension thoracic graft was placed between the t-branch and preexisting thoracic graft and a balloon was used to mold the junctions. An unknown cobra catheter, other manufacturer¿s wire guide, unknown 12-french sheath, and 12-french sheath were introduced above the repaired left brachial artery and advanced just above the right renal artery branch. The vessel was difficult to catheterize due to rotation of the t-branch device. Angiography demonstrated that the right renal artery was coming off at an awkward angle due to the rotated graft. Attempts to catheterize the right renal artery were successful after trying for approximately ninety minutes, using an unknown catheter and other manufacturer¿s wire. The wire was then exchanged with ¿a more supportive¿ stiff wire with a one-centimeter tip, and another manufacturer¿s stent was deployed. The stent was not long enough to reach the target artery and another manufacturer¿s stent was then deployed to extend the area. We then lined this with a 6 mm x 60 mm cook zilver self-expanding bare stent. Completion angiography was excellent, showing good filling of the branch with no endoleak, and good filling of the renal artery distally with good filling of the renal parenchyma. The left renal artery was then catheterized and stented using various balloons and stents. Angiography revealed good filling of the left renal artery and renal parenchyma. The superior mesenteric artery was catheterized after approximately one hour. Again, various stents and balloons were used, and angiography showed good filling of the superior mesenteric artery. The celiac artery appeared to be the most mal-rotated; however, the artery was catheterized, and balloons and stents were used. Angiography revealed good filling of the hepatic and splenic arteries. Completion angiography demonstrated good filling of the bilateral renal arteries, superior mesenteric and celiac arteries, as well as the distal bifurcated grafts and iliac limbs. No perforation was noted during the procedure or during the final angiogram. Visualization distal to the iliac limbs was not possible. Angiograms performed after the covered stents were placed showed spasm and contrast ¿hold up¿ in the superior pole; however, no extravasation was noted from the upper pole. Flow was good through the sheath side-arms and femoral pulses were good bilaterally. All devices were removed from the patient and heparinization was reversed. All incisions were irrigated with saline and closed with sutures and skin clips. The patient was hemodynamically stable and neurologically intact at the end of the procedure; however, upon moving the patient from the bed to the stretcher, the patient¿s blood pressure dropped, but was responsive to fluids and inotropic support. The case was reportedly long; however, successful placement of an endovascular stent graft with patent bridging stents to the celiac, superior mesenteric, and bilateral renal arteries was reported. The patient was taken to the cardiovascular intensive care unit in ¿somewhat¿ stable condition. The patient became hypotensive overnight, requiring transfusion of blood products and pharmacological inotropic blood pressure support. A computed tomography (CT) scan found a large right-sided retroperitoneal hematoma with possible renal parenchyma bleeding. Enhanced CT angiogram demonstrated evidence of extravasation at the superior pole of the right kidney, possibly consistent with wire guide perforation of the terminal superior pole branch of the right kidney. The patient was taken back to surgery on the morning of post-op day one and was placed under general endotracheal anesthesia. Access was gained in the left upper extremity and left femoral artery to target the right renal artery branch. A right renal angiogram found extravasation at the superior pole of the right kidney, ¿probably consistent with a perforation from wire during right renal artery stent during the branched graft repair¿. The bleeding vessel was successfully coiled in two areas by an interventional radiologist under general anesthesia. Aortoiliac angiography was then performed, demonstrating thrombus in the takeoff of the right internal iliac artery. Good filling of the external iliac artery was reported, as well as good perfusion to the right foot. All devices were removed, and the access sites were closed. A drain was placed in the femoral access site. A flank incision was then made to decompress the right retroperitoneal space, and a large amount of blood, appearing to be a few hours-old, was evacuated. No active bleeding from the kidney was noted. Once the blood was evacuated, urine output was noted to increase. The incision was closed, and two large drains were placed in the retroperitoneal space. Urine output was ¿excellent¿ and inotropic blood pressure support was discontinued, as the blood pressure was adequate. The patient remained intubated and returned to the cardiovascular ICU. The physician stated that another manufacturer¿s wire, used during the original procedure, ¿probably perforated the distal terminal superior pole branch¿. The other manufacturer¿s stiff wire was used because no other wire would follow the exchange catheter without prolapsing the catheter out of the right renal branch vessel. The physician also stated: ¿I am quite sure we had to deliver the crossing catheter over a glide wire, and I am assuming that it was the glide wire that probably perforated the distal terminal superior pole branch. I believe we deployed the covered stents over a amplatz super stiff wire with a 1 cm tip.¿ the operating report also states that access to the right renal artery was performed with a ¿glide¿. The glide wire is manufactured by terumo and the amplatz super stiff is manufactured by boston scientific. There has been no report that the rosen wire was used in the right renal artery. Later that day, the patient became unable to move her lower extremities on command. A spinal cord insult was suspected from thrombosis of the aneurysm sac. The previously completed cta was reviewed, and a possible subtotal occlusion and clot were noted in the proximal right internal iliac artery. The patient had known (preexisting) chronic left internal iliac occlusion. The patient returned to surgery and the physician attempted to open the blocked right internal iliac artery, to improve spinal cord perfusion. The procedure was successful with angioplasty, placement of a right internal iliac covered stent, and thrombolysis of the clot with alteplase. Perfusion was improved to the right internal iliac artery post-intervention; however, the patient¿s neurological symptoms did not improve. Due to an increase in abdominal girth and because the patient had received anticoagulants during the procedure, the decision was made to reopen the flank incision to observe for possible bleeding. No active bleeding was noted; however, the decision was made to pack the space to ensure hemostasis. The patient then returned to the intensive care unit (ICU). The following morning, the patient required increasing inotropic blood pressure support. The hematocrit was stable and there were no obvious signs of bleeding noted; however, the abdomen was tender. The patient returned to surgery and the packing, placed the previous day, was removed. No bleeding was found. Exploration of the abdominal cavity found that the left colon was ischemic, consistent with large bowel ischemic colitis. An area of small bowel was also noted to be ischemic. The distal colon was resected. The patient was reportedly unstable, requiring multiple vasopressors to maintain blood pressure. The abdomen was packed, and the patient was taken to ICU in grave condition, where she later died. The physician reported that the death was a result of sepsis from the ischemic left colon, and stated that the events were procedure-related, but not device-related. A.ridner msn rn (B)(6) 2020

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Correction report: device name updated to 'zilver 518 vascular self-expanding stent' in section d.1 annex g: g07001 - part/component/sub-assembly term not applicable. Device evaluation. The ziv5 device of unknown rpn and lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all [insert rpn or prefix here] devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0043-9) states the following: ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100 mm in length with a reference vessel diameter of 5 to 9 mm.¿ there is evidence to suggest the user did not follow the IFU. Root cause review. A definitive root cause of the user not reading/following the IFU was identified from the available information. From the available information it is known that the device was used in the renal artery. As per the IFU the device the device is intended to be used in the treatment of symptomatic vascular disease of the iliac arteries. Summary. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient died as a result of sepsis after the procedure. It has been confirmed that the patient death was not related to the zilver stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Annex g: g07001 - part/component/sub-assembly term not applicable device evaluation: the ziv5 device of unknown rpn and lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all [insert rpn or prefix here] devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0043-9) states the following: ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100 mm in length with a reference vessel diameter of 5 to 9 mm.¿ there is evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause of the user not reading/following the IFU was identified from the available information. From the available information it is known that the device was used in the renal artery. As per the IFU the device the device is intended to be used in the treatment of symptomatic vascular disease of the iliac arteries. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient died as a result of sepsis after the procedure. It has been confirmed that the patient death was not related to the zilver stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted due to the investigation being completed on 09-mar-2021. (B)(4) created on 18may2020 as the product specialist confirmed this was a cook wire. Perforation from wire during right renal artery stent during the branched graft repair. Patient died. As reported to customer relations via email: "the patient had a rough post op course. Case was long on monday (B)(6) 2020 but ended ok with completion of the branched graft and evar taaa. (B)(4): unfortunately she bled into right retroperitoneal space overnight and we took her back the next morning (B)(6) 2020, and did a right renal angiogram and found extravasation from a superior pole of her right kidney, probably consistent with a perforation from wire during right renal artery stent during the branched graft repair. This was coiled successfully. ((B)(6) 2020 comments from (B)(6): requested if reference is to "guide wire" and not the tbranch - if so, this should be logged as a third complaint if related to a cook wire. Until this is confirmed (B)(4) will be handled as paraplegia as outcome of use of tbranch). (B)(4): a few hours later she stopped moving her legs, almost certainly due to spinal cord ischemic insult as a result of thrombosis of her aneurysm sac. This is of course the intended effect of the repair, but a well known albeit less common complication. Patient was taken back to the hybrid room (B)(6) 2020 and attempted to open her right internal iliac artery which was blocked in order to enhance perfusion to her spinal cord. That procedure was fine, but she has had no improvement of her neurological symptoms. Both complications were procedure related, but not device related. And they are serious adverse events but not unanticipated. Additional information from physician: on (B)(6) 2020: technically successful operative procedure with completion angiography demonstrating patent endovascular stent graft with patent bridging stents to celiac, superior mesenteric artery, and bilateral renal arteries. Procedure performed with local anesthetic and conscious sedation. Patient hemodynamically stable and neurologically intact at end of operation. On (B)(6) 2020: hypotension during first postoperative night requiring transfusion of blood products and pharmacologic inotropic blood pressure support prompting non-enhanced CT scan at 4 am demonstrating large right sided retroperitoneal hematoma. Enhanced CT scan demonstrated evidence of extravasation at at superior pole of right kidney possibly consistent with wire perforation of terminal superior pole branch of the right kidney. Patient taken back to hybrid or theatre and access gained via left upper extremity access to the right renal branch and right renal angiogram demonstrated superior pole vessel extravasation. Interventional radiology consulted and they performed successful coil embolization. This procedure performed under general anesthetic. We then did a right flank incision and decompressed the right retroperitoneal space evacuating large quantity of blood, but no more obvious active bleeding from right kidney. Incision closed primarily with two large blake drains. Left operating room at 2 pm. Serious adverse event: right renal artery superior pole terminal branch perforation requiring return to operating room, general anesthetic, and coil embolization of bleeding vessel. On (B)(6) 2020: at approximately 430 pm, nurses noticed patient not moving lower extremeties to command signifying possible spinal cord ischemic insult as a result of endovascular exclusion of thoracoabdominal aortic aneurysm. Cta from the morning reviewed and note made of possible right internal iliac artery subtotal occlusion with clot in proximal internal iliac artery. Known chronic left internal iliac artery occlusion. Serious adverse event: spinal cord ischemic insult with resulting bilateral paraplegia prompting return to operating room for intervention. We made decision to return to hybrid or theatre and attempt recanalization of this vessel in order to improve spinal cord perfusion. Endovascular procedure successful with placement of right internal iliac covered stent and thrombolysis of clot with improved perfusion noted in right internal iliac artery post intervention. Due to increased abdominal girth with anticoagulation given during this procedure, we re-opened flank incision and could not appreciate any active bleeding but decided to pack large open space with packs and plan a return for removal of packs at a later time, in order to ensure hemostasis. Then returned to ICU. On (B)(6) 2020 increased inotropic blood pressure support needed during the morning with no obvious bleeding and relatively stable hct. Patient now noticed to have a very tender acute abdomen. Patient brought back to operating room and packs removed. No bleeding noticed. Malodorous smell on opening incision prompted exploration of abdominal cavity and ischemic , dead left colon discovered consistent with large bowel ischemic colitis. Patch small bowel ischemia noted as well. Emergency general surgery service consulted and they resected distal left colon and patient left in discontinuity. Patient on multiple pressors to support blood pressure and relatively unstable. Abdomen packed and patient brought back to ICU in seriously grave condition. Patient expired shortly afterwards and comfort care initiated by family. Serious adverse event: ischemic colitis prompting return to operating room for intervention and colon resection. Serious adverse event: death as a result of sepsis from ischemic necrotic left colon. Updated event description 05jun2020 with info from email correspondence, or reports, and original description: as reported, an unknown cook rosen wire guide was used during a compassionate use procedure, after which the patient died. The procedure involved endovascular repair of a large, greater than 7.5 centimeters, type IV thoraco-abdominal aortic aneurysm with branched stent graft, distal bifurcated graft, and bilateral iliac stent graft extensions under conscious sedation and local anesthetic, using a cook zenith t-branch endovascular graft and zenith universal distal body. A cerebrospinal fluid drain was placed preoperatively for spinal cord ischemia protection. Heparin was given during the procedure. Cut-down arterial access was obtained in the left brachial and scarred bilateral common femoral arteries. Initial access was gained with another manufacturer¿s wire guide, which was later exchanged for the rosen wire. Access was difficult due to tortuosity of the vessels. The left upper brachial artery was reportedly ¿extremely friable and fragile¿ and an acute local dissection occurred after placement of an unknown micropuncture catheter and wire. The artery was repaired, and an arteriotomy with bovine pericardial patch angioplasty was performed at the end of the procedure to maintain the lumen of the brachial artery. Appropriate catheters, guidewires, and sheaths were inserted, and the main and bifurcated grafts were deployed from the right side. An unspecified pigtail catheter was placed in the left side and angiography was performed. Visualization was reportedly difficult due to the large aneurysm sac. The user then attempted to insert the t-branch device; however, resistance was encountered in the tortuous and stenosed right iliac system. Pre-dilation was performed using unknown 8mm balloon in the external iliac artery and 9mm balloon in the common iliac artery, followed by placement of the stent graft above the visceral arteries. The graft rotated clockwise 90 degrees, making catheterization of the visceral vessels difficult. The abdominal and distal bifurcated grafts were finished, and iliac extensions were placed bilaterally. Another manufacturer¿s stent was placed in the left external iliac artery, within a previously placed stent. An extension thoracic graft was placed between the t-branch and preexisting thoracic graft and a balloon was used to mold the junctions. An unknown cobra catheter, other manufacturer¿s wire guide, unknown 12-french sheath, and 12-french sheath were introduced above the repaired left brachial artery and advanced just above the right renal artery branch. The vessel was difficult to catheterize due to rotation of the t-branch device. Angiography demonstrated that the right renal artery was coming off at an awkward angle due to the rotated graft. Attempts to catheterize the right renal artery were successful after trying for approximately ninety minutes, using an unknown catheter and other manufacturer¿s wire. The wire was then exchanged with ¿a more supportive¿ stiff wire with a one-centimeter tip, and another manufacturer¿s stent was deployed. The stent was not long enough to reach the target artery and another manufacturer¿s stent was then deployed to extend the area. We then lined this with a 6 mm x 60 mm cook zilver self-expanding bare stent. Completion angiography was excellent, showing good filling of the branch with no endoleak, and good filling of the renal artery distally with good filling of the renal parenchyma. The left renal artery was then catheterized and stented using various balloons and stents. Angiography revealed good filling of the left renal artery and renal parenchyma. The superior mesenteric artery was catheterized after approximately one hour. Again, various stents and balloons were used, and angiography showed good filling of the superior mesenteric artery. The celiac artery appeared to be the most mal-rotated; however, the artery was catheterized, and balloons and stents were used. Angiography revealed good filling of the hepatic and splenic arteries. Completion angiography demonstrated good filling of the bilateral renal arteries, superior mesenteric and celiac arteries, as well as the distal bifurcated grafts and iliac limbs. No perforation was noted during the procedure or during the final angiogram. Visualization distal to the iliac limbs was not possible. Angiograms performed after the covered stents were placed showed spasm and contrast ¿hold up¿ in the superior pole; however, no extravasation was noted from the upper pole. Flow was good through the sheath side-arms and femoral pulses were good bilaterally. All devices were removed from the patient and heparinization was reversed. All incisions were irrigated with saline and closed with sutures and skin clips. The patient was hemodynamically stable and neurologically intact at the end of the procedure; however, upon moving the patient from the bed to the stretcher, the patient¿s blood pressure dropped, but was responsive to fluids and inotropic support. The case was reportedly long; however, successful placement of an endovascular stent graft with patent bridging stents to the celiac, superior mesenteric, and bilateral renal arteries was reported. The patient was taken to the cardiovascular intensive care unit in ¿somewhat¿ stable condition. The patient became hypotensive overnight, requiring transfusion of blood products and pharmacological inotropic blood pressure support. A computed tomography (CT) scan found a large right-sided retroperitoneal hematoma with possible renal parenchyma bleeding. Enhanced CT angiogram demonstrated evidence of extravasation at the superior pole of the right kidney, possibly consistent with wire guide perforation of the terminal superior pole branch of the right kidney. The patient was taken back to surgery on the morning of post-op day one and was placed under general endotracheal anesthesia. Access was gained in the left upper extremity and left femoral artery to target the right renal artery branch. A right renal angiogram found extravasation at the superior pole of the right kidney, ¿probably consistent with a perforation from wire during right renal artery stent during the branched graft repair¿. The bleeding vessel was successfully coiled in two areas by an interventional radiologist under general anesthesia. Aortoiliac angiography was then performed, demonstrating thrombus in the takeoff of the right internal iliac artery. Good filling of the external iliac artery was reported, as well as good perfusion to the right foot. All devices were removed, and the access sites were closed. A drain was placed in the femoral access site. A flank incision was then made to decompress the right retroperitoneal space, and a large amount of blood, appearing to be a few hours-old, was evacuated. No active bleeding from the kidney was noted. Once the blood was evacuated, urine output was noted to increase. The incision was closed, and two large drains were placed in the retroperitoneal space. Urine output was ¿excellent¿ and inotropic blood pressure support was discontinued, as the blood pressure was adequate. The patient remained intubated and returned to the cardiovascular ICU. The physician stated that another manufacturer¿s wire, used during the original procedure, ¿probably perforated the distal terminal superior pole branch¿. The other manufacturer¿s stiff wire was used because no other wire would follow the exchange catheter without prolapsing the catheter out of the right renal branch vessel. The physician also stated: ¿I am quite sure we had to deliver the crossing catheter over a glide wire, and I am assuming that it was the glide wire that probably perforated the distal terminal superior pole branch. I believe we deployed the covered stents over a amplatz super stiff wire with a 1 cm tip.¿ the operating report also states that access to the right renal artery was performed with a ¿glide¿. The glide wire is manufactured by terumo and the amplatz super stiff is manufactured by boston scientific. There has been no report that the rosen wire was used in the right renal artery. Later that day, the patient became unable to move her lower extremities on command. A spinal cord insult was suspected from thrombosis of the aneurysm sac. The previously completed cta was reviewed, and a possible subtotal occlusion and clot were noted in the proximal right internal iliac artery. The patient had known (preexisting) chronic left internal iliac occlusion. The patient returned to surgery and the physician attempted to open the blocked right internal iliac artery, to improve spinal cord perfusion. The procedure was successful with angioplasty, placement of a right internal iliac covered stent, and thrombolysis of the clot with alteplase. Perfusion was improved to the right internal iliac artery post-intervention; however, the patient¿s neurological symptoms did not improve. Due to an increase in abdominal girth and because the patient had received anticoagulants during the procedure, the decision was made to reopen the flank incision to observe for possible bleeding. No active bleeding was noted; however, the decision was made to pack the space to ensure hemostasis. The patient then returned to the intensive care unit (ICU). The following morning, the patient required increasing inotropic blood pressure support. The hematocrit was stable and there were no obvious signs of bleeding noted; however, the abdomen was tender. The patient returned to surgery and the packing, placed the previous day, was removed. No bleeding was found. Exploration of the abdominal cavity found that the left colon was ischemic, consistent with large bowel ischemic colitis. An area of small bowel was also noted to be ischemic. The distal colon was resected. The patient was reportedly unstable, requiring multiple vasopressors to maintain blood pressure. The abdomen was packed, and the patient was taken to ICU in grave condition, where she later died. The physician reported that the death was a result of sepsis from the ischemic left colon, and stated that the events were procedure-related, but not device-related. A.ridner msn rn 05jun2020.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(4) created on (B)(6) 2020 as the product specialist confirmed this was a cook wire. Perforation from wire during right renal artery stent during the branched graft repair. Patient died. As reported to customer relations via email "the patient had a rough post op course. Case was long on monday (B)(6) 2020 but ended ok with completion of the branched graft and evar taaa. (B)(4): unfortunately she bled into right retroperitoneal space overnight and we took her back the next morning (B)(6) 2020, and did a right renal angiogram and found extravasation from a superior pole of her right kidney, probably consistent with a perforation from wire during right renal artery stent during the branched graft repair. This was coiled successfully. ((B)(6) 2020 comments from (B)(6): requested if reference is to "guide wire" and not the tbranch - if so, this should be logged as a third complaint if related to a cook wire. Until this is confirmed (B)(4) will be handled as paraplegia as outcome of use of tbranch). (B)(4): a few hours later she stopped moving her legs, almost certainly due to spinal cord ischemic insult as a result of thrombosis of her aneurysm sac. This is of course the intended effect of the repair, but a well known albeit less common complication. Patient was taken back to the hybrid room (B)(6) 2020 and attempted to open her right internal iliac artery which was blocked in order to enhance perfusion to her spinal cord. That procedure was fine, but she has had no improvement of her neurological symptoms. Both complications were procedure related, but not device related. And they are serious adverse events but not unanticipated. Additional information from physician: (B)(6) 2020: technically successful operative procedure with completion angiography demonstrating patent endovascular stent graft with patent bridging stents to celiac, superior mesenteric artery, and bilateral renal arteries. Procedure performed with local anesthetic and conscious sedation. Patient hemodynamically stable and neurologically intact at end of operation. (B)(6) 2020: hypotension during first postoperative night requiring transfusion of blood products and pharmacologic inotropic blood pressure support prompting non-enhanced CT scan at 4 am demonstrating large right sided retroperitoneal hematoma. Enhanced CT scan demonstrated evidence of extravasation at superior pole of right kidney possibly consistent with wire perforation of terminal superior pole branch of the right kidney. Patient taken back to hybrid or theatre and access gained via left upper extremity access to the right renal branch and right renal angiogram demonstrated superior pole vessel extravasation. Interventional radiology consulted and they performed successful coil embolization. This procedure performed under general anesthetic. We then did a right flank incision and decompressed the right retroperitoneal space evacuating large quantity of blood, but no more obvious active bleeding from right kidney. Incision closed primarily with two large blake drains. Left operating room at 2 pm. Serious adverse event: right renal artery superior pole terminal branch perforation requiring return to operating room, general anesthetic, and coil embolization of bleeding vessel. (B)(6) 2020: at approximately 430 pm, nurses noticed patient not moving lower extremities to command signifying possible spinal cord ischemic insult as a result of endovascular exclusion of thoracoabdominal aortic aneurysm. Cta from the morning reviewed and note made of possible right internal iliac artery subtotal occlusion with clot in proximal internal iliac artery. Known chronic left internal iliac artery occlusion. Serious adverse event: spinal cord ischemic insult with resulting bilateral paraplegia prompting return to operating room for intervention. We made decision to return to hybrid or theatre and attempt recanalization of this vessel in order to improve spinal cord perfusion. Endovascular procedure successful with placement of right internal iliac covered stent and thrombolysis of clot with improved perfusion noted in right internal iliac artery post intervention. Due to increased abdominal girth with anticoagulation given during this procedure, we re-opened flank incision and could not appreciate any active bleeding but decided to pack large open space with packs and plan a return for removal of packs at a later time, in order to ensure hemostasis. Then returned to ICU. (B)(6) 2020 increased inotropic blood pressure support needed during the morning with no obvious bleeding and relatively stable hct. Patient now noticed to have a very tender acute abdomen. Patient brought back to operating room and packs removed. No bleeding noticed. Malodorous smell on opening incision prompted exploration of abdominal cavity and ischemic , dead left colon discovered consistent with large bowel ischemic colitis. Patch small bowel ischemia noted as well. Emergency general surgery service consulted and they resected distal left colon and patient left in discontinuity. Patient on multiple pressors to support blood pressure and relatively unstable. Abdomen packed and patient brought back to ICU in seriously grave condition. Patient expired shortly afterwards and comfort care initiated by family. Serious adverse event: ischemic colitis prompting return to operating room for intervention and colon resection. Serious adverse event: death as a result of sepsis from ischemic necrotic left colon. Updated event description (B)(6) 2020 with info from email correspondence, or reports, and original description: as reported, an unknown cook rosen wire guide was used during a compassionate use procedure, after which the patient died. The procedure involved endovascular repair of a large, greater than 7.5 centimeters, type IV thoraco-abdominal aortic aneurysm with branched stent graft, distal bifurcated graft, and bilateral iliac stent graft extensions under conscious sedation and local anesthetic, using a cook zenith t-branch endovascular graft and zenith universal distal body. A cerebrospinal fluid drain was placed preoperatively for spinal cord ischemia protection. Heparin was given during the procedure. Cut-down arterial access was obtained in the left brachial and scarred bilateral common femoral arteries. Initial access was gained with another manufacturer¿s wire guide, which was later exchanged for the rosen wire. Access was difficult due to tortuosity of the vessels. The left upper brachial artery was reportedly ¿extremely friable and fragile¿ and an acute local dissection occurred after placement of an unknown micropuncture catheter and wire. The artery was repaired, and an arteriotomy with bovine pericardial patch angioplasty was performed at the end of the procedure to maintain the lumen of the brachial artery. Appropriate catheters, guidewires, and sheaths were inserted, and the main and bifurcated grafts were deployed from the right side. An unspecified pigtail catheter was placed in the left side and angiography was performed. Visualization was reportedly difficult due to the large aneurysm sac. The user then attempted to insert the t-branch device; however, resistance was encountered in the tortuous and stenosed right iliac system. Pre-dilation was performed using unknown 8mm balloon in the external iliac artery and 9mm balloon in the common iliac artery, followed by placement of the stent graft above the visceral arteries. The graft rotated clockwise 90 degrees, making catheterization of the visceral vessels difficult. The abdominal and distal bifurcated grafts were finished, and iliac extensions were placed bilaterally. Another manufacturer¿s stent was placed in the left external iliac artery, within a previously placed stent. An extension thoracic graft was placed between the t-branch and preexisting thoracic graft and a balloon was used to mold the junctions. An unknown cobra catheter, other manufacturer¿s wire guide, unknown 12-french sheath, and 12-french sheath were introduced above the repaired left brachial artery and advanced just above the right renal artery branch. The vessel was difficult to catheterize due to rotation of the t-branch device. Angiography demonstrated that the right renal artery was coming off at an awkward angle due to the rotated graft. Attempts to catheterize the right renal artery were successful after trying for approximately ninety minutes, using an unknown catheter and other manufacturer¿s wire. The wire was then exchanged with ¿a more supportive¿ stiff wire with a one-centimeter tip, and another manufacturer¿s stent was deployed. The stent was not long enough to reach the target artery and another manufacturer¿s stent was then deployed to extend the area. We then lined this with a 6 mm x 60 mm cook silver self-expanding bare stent. Completion angiography was excellent, showing good filling of the branch with no endoleak, and good filling of the renal artery distally with good filling of the renal parenchyma. The left renal artery was then catheterized and stented using various balloons and stents. Angiography revealed good filling of the left renal artery and renal parenchyma. The superior mesenteric artery was catheterized after approximately one hour. Again, various stents and balloons were used, and angiography showed good filling of the superior mesenteric artery. The celiac artery appeared to be the most mal-rotated; however, the artery was catheterized, and balloons and stents were used. Angiography revealed good filling of the hepatic and splenic arteries. Completion angiography demonstrated good filling of the bilateral renal arteries, superior mesenteric and celiac arteries, as well as the distal bifurcated grafts and iliac limbs. No perforation was noted during the procedure or during the final angiogram. Visualization distal to the iliac limbs was not possible. Angiograms performed after the covered stents were placed showed spasm and contrast ¿hold up¿ in the superior pole; however, no extravasation was noted from the upper pole. Flow was good through the sheath side-arms and femoral pulses were good bilaterally. All devices were removed from the patient and heparinization was reversed. All incisions were irrigated with saline and closed with sutures and skin clips. The patient was hemodynamically stable and neurologically intact at the end of the procedure; however, upon moving the patient from the bed to the stretcher, the patient¿s blood pressure dropped, but was responsive to fluids and inotropic support. The case was reportedly long; however, successful placement of an endovascular stent graft with patent bridging stents to the celiac, superior mesenteric, and bilateral renal arteries was reported. The patient was taken to the cardiovascular intensive care unit in ¿somewhat¿ stable condition. The patient became hypotensive overnight, requiring transfusion of blood products and pharmacological inotropic blood pressure support. A computed tomography (CT) scan found a large right-sided retroperitoneal hematoma with possible renal parenchyma bleeding. Enhanced CT angiogram demonstrated evidence of extravasation at the superior pole of the right kidney, possibly consistent with wire guide perforation of the terminal superior pole branch of the right kidney. The patient was taken back to surgery on the morning of post-op day one and was placed under general endotracheal anesthesia. Access was gained in the left upper extremity and left femoral artery to target the right renal artery branch. A right renal angiogram found extravasation at the superior pole of the right kidney, ¿probably consistent with a perforation from wire during right renal artery stent during the branched graft repair¿. The bleeding vessel was successfully coiled in two areas by an interventional radiologist under general anesthesia. Aortoiliac angiography was then performed, demonstrating thrombus in the takeoff of the right internal iliac artery. Good filling of the external iliac artery was reported, as well as good perfusion to the right foot. All devices were removed, and the access sites were closed. A drain was placed in the femoral access site. A flank incision was then made to decompress the right retroperitoneal space, and a large amount of blood, appearing to be a few hours-old, was evacuated. No active bleeding from the kidney was noted. Once the blood was evacuated, urine output was noted to increase. The incision was closed, and two large drains were placed in the retroperitoneal space. Urine output was ¿excellent¿ and inotropic blood pressure support was discontinued, as the blood pressure was adequate. The patient remained intubated and returned to the cardiovascular ICU. The physician stated that another manufacturer¿s wire, used during the original procedure, ¿probably perforated the distal terminal superior pole branch¿. The other manufacturer¿s stiff wire was used because no other wire would follow the exchange catheter without prolapsing the catheter out of the right renal branch vessel. The physician also stated: ¿I am quite sure we had to deliver the crossing catheter over a glide wire, and I am assuming that it was the glide wire that probably perforated the distal terminal superior pole branch. I believe we deployed the covered stents over a amplatz super stiff wire with a 1 cm tip.¿ the operating report also states that access to the right renal artery was performed with a ¿glide¿. The glide wire is manufactured by terumo and the amplatz super stiff is manufactured by boston scientific. There has been no report that the rosen wire was used in the right renal artery. Later that day, the patient became unable to move her lower extremities on command. A spinal cord insult was suspected from thrombosis of the aneurysm sac. The previously completed cta was reviewed, and a possible subtotal occlusion and clot were noted in the proximal right internal iliac artery. The patient had known (preexisting) chronic left internal iliac occlusion. The patient returned to surgery and the physician attempted to open the blocked right internal iliac artery, to improve spinal cord perfusion. The procedure was successful with angioplasty, placement of a right internal iliac covered stent, and thrombolysis of the clot with alteplase. Perfusion was improved to the right internal iliac artery post-intervention; however, the patient¿s neurological symptoms did not improve. Due to an increase in abdominal girth and because the patient had received anticoagulants during the procedure, the decision was made to reopen the flank incision to observe for possible bleeding. No active bleeding was noted; however, the decision was made to pack the space to ensure hemostasis. The patient then returned to the intensive care unit (ICU). The following morning, the patient required increasing inotropic blood pressure support. The hematocrit was stable and there were no obvious signs of bleeding noted; however, the abdomen was tender. The patient returned to surgery and the packing, placed the previous day, was removed. No bleeding was found. Exploration of the abdominal cavity found that the left colon was ischemic, consistent with large bowel ischemic colitis. An area of small bowel was also noted to be ischemic. The distal colon was resected. The patient was reportedly unstable, requiring multiple vasopressors to maintain blood pressure. The abdomen was packed, and the patient was taken to ICU in grave condition, where she later died. The physician reported that the death was a result of sepsis from the ischemic left colon, and stated that the events were procedure-related, but not device-related. (B)(6) msn rn (B)(6) 2020.